Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated and no physical damage observed on sensor patch. Visual inspection has been performed on the plug assembly and no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and damage was observed. Sensor lid did not completely peeled off. Extend investigation has been performed. The sensor plug was visibly not properly seated and no physical damage observed on sensor patch. Visual inspection has been performed on the plug assembly and no issues were observed. Visual inspection has been performed on the sensor pack and damage was observed. Sensor lid did not completely peeled. Therefore, this issue is not confirmed to use due to the plug not been seated correctly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "60 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, convulsions, "sweating", "feeling cold", and was unable to self-treat, requiring third-party treatment of "sugar water" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "60 minutes" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, convulsions, "sweating", "feeling cold", and was unable to self-treat, requiring third-party treatment of "sugar water" by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.